Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alarm due to blank display. Pump received with cracked stripped battery cap(p) coin slot. (B)(4).

Event description:
Customer¿s wife reported via phone call that the battery cap was stuck on insulin pump and had failed battery alarm. Customer's blood glucose level was 370 mg/dl at the time of incident. Customer stated the contacts of the battery cap are damaged. Customer declined troubleshooting for high blood glucose level. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.